Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in the clinic. Interrogation of the implantable cardiac monitor (icm) revealed that the device exhibited intermittent undersensing due to loss of contact. The device was reprogrammed. The patient was in stable condition.